Event description:
During an orif right distal femur procedure, the surgeon was implanting the titanium distal femur plate. In hole #10 of the plate, the surgeon inserted the kirschner wire to hold the shaft and upon removing the wire, it broke. The surgeon inserted the screw into hole #11 of the plate and the screw head broke off as the surgeon was tightening the screw down on the plate to the bone. The broken fragment was left in the bone. The surgeon then had to drill a lateral hole into the lateral femur cortex to remove the broken fragments of the kirschner wire and screw. The broken fragments were discarded of. There were no broken fragments left in the patient. The procedure was completed successfully. The procedure was extended for 45 minutes due to this event. This is #2 of 2 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.